Manufacturer narrative:
Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released.

Event description:
The autopulse nxt platform (sn (B)(6) was used during a cardiac arrest event. The nxt platform stopped compressions due to overheating with two nxt li-ion batteries. The initial nxt li-ion battery (sn (B)(6) became excessively hot after approximately 20-25 minutes of operation, with only one led on the battery status bar remaining lit. The yellow triangle warning indicator illuminated, and compressions stopped. The battery was replaced with a second nxt li-ion battery (sn (B)(6); however, after approximately 10 minutes of use, the replacement battery also became hot to the touch. The first interruption occurred on scene before patient movement, while the second occurred during transport into the hospital. The platform was operated with the hygiene barrier installed, and no airflow obstructions to the ventilation openings were identified. Per the reporter, the delays in therapy were not believed to have impacted patient outcome, and no adverse patient consequences were reported. Post-event troubleshooting was limited because the batteries were not recharged or evaluated during the same shift, and no follow-up functional testing was performed on the nxt platform.